Event description:
It was reported that when changing the dressing and flushing the tube, it was found that the exposed part of the catheter was leaking. It was stated that specialist nurse dealt with it, after trimming the catheter, reconnect it. After treatment by specialist nurses, the medication will not be affected.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr groshong catheter with a two-piece connector was returned for evaluation. An initial visual observation showed the catheter and connector was assembled and some use residue was observed on the returned sample. The catheter was measured to end approximately 1.6 cm distal to the strain relief. A microscopic observation revealed a small circumferential split in the catheter approximately 0.1 cm proximal to its distal end. This split was observed to be mostly straight with a single angled step near its center. The edges of the split were observed to be slightly rough and the fracture surface was observed to be mostly flat and granular in texture with an uneven area near the step. A black residue was observed around the split on the exterior of the catheter. The catheter was dissected, and the shape and size of the split was observed to be approximately the same on the outer and inner walls of the catheter. While the exact cause of the split in the catheter could not be determined, possible causes include contact with hard surface or object and material fatigue. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2137 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that when changing the dressing and flushing the tube, it was found that the exposed part of the catheter was leaking. It was stated that specialist nurse dealt with it, after trimming the catheter, reconnect it. After treatment by specialist nurses, the medication will not be affected.